Manufacturer narrative:
The subject device was returned and evaluated by olympus. The phenomenon (no image) was unable to be duplicated by the repair center; however, a communication error e224 was displayed due to a shorted cable. The subject device was repaired and sent back to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a communication error (e224) is an error that occurs when a communication error with the processor occurs. Due to the damage of the cable, it is likely communication between the processor and camera head was interrupted. The damage to the cable is likely due to user handling. Regarding the cable damage, the instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 centimeters, the camera cable may be damaged" "never excessively pull the camera cable, but straighten it gradually when it is coiled, the camera cable may be damaged". "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, the camera cable could be damaged". "Do no use excessive force when wiping the external surfaces of the camera cable, the camera cable could be damaged". "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope, the camera cable could be damaged". "Never use a clamp or forceps to attach the camera cable to another object, the camera cable could be damaged". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report no image with the ch-s400-xz-eb 4k camera head device. The phenomenon was found during preparation for use, with no patient impact / involvement reported.